Manufacturer narrative:
Production records for lot h02c20125 were reviewed and all applicable results were found to be within specifications. A query of the complaint database reveals one other similar complaint for this lot number.

Event description:
Customer reported that the tubing on the cryocyte bag broke during thawing. The tubing broke in the same area where it was sealed. The seal was made 1 cm from the upper edge of the bag. The bag was filled with 116 ml of product and the sterility testing was negative. The patient was infused with the product from the broken bag. No other information is available, although additional information has been requested.